Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported that sometimes she felt stimulation and sometimes she did not, she couldn t tell that the implant was running all the time. The patient believed one of the electrodes was out of place. The patient noted that there was an irritatingly painful area in the middle between her arm and spinal cord. The patient thought something scratched or bit her, but it was not as it was constant since two months ago. There were no recent medical tests or electromagnetic exposure. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a consumer on (B)(6) 2017 that the patient thought that one of their leads may have been moving and the patient had a lot of discomfort described as sometimes like stabbing pain that practically paralyzes them. There were no related falls or traumas. The hcp had informed the patient that they should go to see their implanting hcp. The issue had been occurring for 6 months since 2016. The patient had 2 chest x-rays but it had ¿told them nothing.¿ no further complications were reported.